Event description:
The manufacturer representative (rep) reported that the patient (pt) had developed an infection at the site of the implanted neurostimulator (ins) and the lead.  No device issues were reported.  The surgeon successfully removed the system and followed their infection protocol.  The physician reported they plan to replace the system once the pt is healthy.  The explanted devices were discarded by the customer.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial#(B)(6) implanted: (B)(6) 2024. Explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: va2veac016, ubd: 23-oct-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.